Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) of the navigation system was replaced as the camera could not track active instruments. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system could not track active instruments. There was no patient present when this issue was identified. No additional information was provided.